Event description:
It was reported the device does not recognize the test load during the operational testing. No patient involvement reported at this time.

Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time.